Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 20 mg/ml morphine at a dose of 8.703 mg/day and 12 mg/ml bupivacaine at a dose of 5.222 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was at a regular visit for refill. The pump showed a motor stall occurred and had not recovered. The patient had an increase in pain. There were no environmental, external, or patient factors that may have led to or contributed to the event. There were no diagnostics or troubleshooting performed. There were no actions or interventions performed. Surgical intervention was planned, but not scheduled. The issue was not resolved at the time of the report and the patient status was alive with no injury. The pump logs showed a motor stall occurred on (B)(6) 2017 at 05:24 and stopped pump period may exceed tube set occurred on (B)(6) 2017 at 05:24. The elective replacement indicator (eri) was at 19 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.